Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device display is blank. There was no reported patient involvement/adverse patient impact.